Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the patient had an uncontrolled and fast conducted atrial fibrillation (af) episode that breached the ventricular fibrillation (vf) monitoring zone, causing the implantable cardioverter defibrillator (ICD) to incorrectly interpret the signal and deliver inappropriate shock therapy. There were no reported adverse reactions to the inappropriate shocks. No changes were implemented, and the patient left in stable condition.